Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and right ventricular (rv) defibrillation lead exhibited a single out-of-range ra pace impedance measurement greater than 3,000 ohms over the past year and high out-of-range shock impedance measurements greater than 200 ohms. Ra pace impedance measurement was usually 870 ohms. No ra oversensing was noted. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and right ventricular (rv) defibrillation lead exhibited a single out-of-range ra pace impedance measurement greater than 3,000 ohms over the past year and high out-of-range shock impedance measurements greater than 200 ohms. Ra pace impedance measurement was usually 870 ohms. No ra oversensing was noted. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that the ra lead of this ICD system exhibited additional high, out-of-range ra pace impedance measurements greater than 3,000 ohms and ra lead noise. It was not possible to put the ra in unipolar. Technical services (ts) discussed troubleshooting/programming options such as programming to vvi, turning off atrial sensing, and reprogramming detection enhancements. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.